Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the service center, the device was visually inspected, and it was confirmed that there were no foam particles in the assembly. The technician did confirm the present of damaged foam that could not be disassembled from the chassis. The device was scrapped.